Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the area around the ipg was swollen and patient was experiencing pain at the ipg site. Patient also reported the right buttock and right hip bone being sore. Patient turned stimulation off however, the issue persisted. In turn, surgical intervention was undertaken wherein the ipg was explanted and replaced. This addressed the issue.